Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor, non-malignant pain. It was reported the spinal cord stimulator and sacral nerve stimulator were two inches apart, in the lower left flank, and the patient had developed an ache in that area of the stimulator pockets. Impedance measurements were taken for the spinal cord stimulator and were determined to be normal. The caller stated that the stimulators the patient had implanted were functioning well for the correlated symptoms. The caller explained that when they had the sacral nerve stimulation parameters, which were unknown at the time of the report, turned down the ache went away. The caller stated the spinal cord stimulator was programmed to 600us pw but did not provide the full settings. The sacral nerve stimulator was on and the spinal cord stimulator was off coming into the appointment. At the appointment the caller turned on the spinal cord stimulator, but the patient stated the ache did not come back and claimed that it usually takes time for the ache to come back. The onset of symptoms was reported to have been sudden in nature and the patient did not experience the symptoms when one or the other stimulator was off. The caller stated the patient was programmed to bipolar settings with the sacral nerve stimulator, and also noted the patient had the spinal cord stimulator off for about a week prior to the appointment today and the aching sensation did go away as soon as the stimulator was turned off. The rep later reported having no additional information. See MFR report number: 3004209178-2016-09378.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.